Event description:
It was reported that the asymptomatic patient presented for a normal pacemaker replacement procedure. During interrogation prior to the procedure, the pacemaker was found to be in backup operation. The device was explanted and replaced. The patient was stable following the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.